Event description:
It was reported that the patient presented to the emergency room after experiencing a fall that was possibly due to non-capture. The right ventricular (rv) lead had high thresholds and the output was not set high enough. The high threshold alert had triggered. The rv lead also had high impedance and was possibly fractured. It was also reported that during the revision there was no pacing when the rv and atrial leads were placed into the device. Multiple attempts were made to insert the leads but the device was not pacing appropriately. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).